Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), the hemostatic valve was unable to hold column while testing it. Troubleshooting was performed and was unsuccessful. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), the hemostatic valve was unable to hold column while testing it. Troubleshooting was performed and was unsuccessful. The tsgc was replaced with another device to complete the procedure. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.